Event description:
On (B)(6) 2011, it was reported that the infusion device's up and down buttons are not always responding. He stated that the issue began a few months before reporting it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.